Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous subclavian vein. A 9.0mmx40mmx80cm (5f) fg sterling otw balloon catheter was advanced for in-stent dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.